Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.